Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, while advancing the commander delivery system with the crimped valve through the esheath, there was an increase in resistance when exiting the esheath. The valve was implanted successfully in the desired position. Upon removal of the devices, the esheath was observed to be torn at the tip. There was no injury to the patient.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed: liner is fully expanded as designed, the distal tip is torn radially, along the distal edge of the liner, the distal tip opened along the axial score line, and radial, angled, and axial score lines are present. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and difficulty advancing through the esheath were confirmed per evaluation of the returned device. Per the complaint description, 'during procedure, while advancing the commander delivery system with crimped valve through the esheath, increase in resistance when exiting the esheath was felt. The valve was implanted successfully in the desired position. At the end of the procedure, the femoral artery was intact and no complications for the patient. However, the esheath showed a tear at the tip once removed, which could explain the difficulty exiting the esheath'. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. A CAPA was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The failure mode is characteristic of sheath tip tear events as described in the CAPA. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.